Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low blood glucose level of 47 mg/dl. The customer treated the low blood glucose level with juice. The customer stated the blood glucose level is now 60 mg/dl. The customer declined to troubleshoot for the low blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
Event was reported in error.

Manufacturer narrative:
The follow up report was submitted with blank. The correct date is 15-apr-2020.